Event description:
It was reported that the patient experienced sustained high blood glucose during a flu illness with fever, reached readings in the 300s, and had trace ketones while using the ilet without needing alternative insulin therapy. Symptoms included hyperglycemia and elevated ketones. Outcomes included insufficient information regarding lasting impact. Investigation included communications with the patient¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, no specific medical device problem identified due to insufficient information, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.